Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2013. Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission for session started (B)(4) 2013. Product return received for transmitter. Product investigation concluded no defect found with transmitter.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range signal.